Manufacturer narrative:
(B)(4). The three complaint mr290 autofeed humidification chambers were not returned to fisher & paykel healthcare in (B)(4) for evaluation. Therefore, our investigation is based on the information provided by the hospital and our knowledge of the product. The hospital reported that the mr290 chamber water feedsets were leaking at the connection to the water bag spike. The hospital reported that the damage was found after the spike was connected to a new waterbag, and had been in use for approximately two days. Without the return of the complaint devices we are unable to determine what may have caused the problem experienced by the customer. However this type of damage can be the result of the tube being pulled away from the spike, possibly due to the feedset being caught or under tension. Past investigations have shown that this is caused by the user removing the spike by grasping the tubing instead of the spike. We have conducted extensive testing of the mr290 chamber, with particular emphasis on feedset breaks. Significantly we have not been able to replicate failure of the feedset tube in any of our testing. The specification for the chamber requires that the feedset tube should have a breaking strain of 30 newtons. During production, pull testing of the feedset strength at both spike and dome end is performed every hour on mr290 chambers from each production line. If any faults are detected the whole batch is placed on hold for investigation. Additionally all chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. Chambers that fail any of these tests are discarded. The customer has confirmed that the subject chambers were in use for approximately 2 days before a leak was observed, which indicates that the feedsets became damaged during use. The user instructions which accompany the mr290 autofeed humidification chamber state the following: - "set appropriate ventilator alarms." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A hospital in (B)(6) reported that the water feedset tube of three mr290v vented autofeed humidification chambers leaked at the spike. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported that the water feedset tube of three mr290v vented autofeed humidification chambers leaked at the spike. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint chambers were discarded by the hospital. We are currently requesting further information and we will provide a follow up report upon completion of our investigation.